Event description:
The customer stated that one patient sample generated a higher than expected result for the architect ca19-9 assay. A result of 184 u/ml was suspected and the same sample was retested with results of 4.17 and 6.10 u/ml. A second tube form the same patient sample was also tested with results of 5.61, 8.20 and 10.77 u/ml. No impact to patient management was reported.

Manufacturer narrative:
This reported is being filed against an ex-us product (2k91-25) which has a similar product (2k91-27) distributed in the us. (B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was completed in order to investigate this issue. Accuracy testing was completed to evaluate the assay performance of lot 20278m500 . The testing met acceptance criteria. The investigation results show that there is no product deficiency and that the lot in question is performing as intended. A malfunction was not identified. This issue is limited to a single patient sample, retest of the sample resolved the issue. The patient was retested and the results were lower. A second sample was drawn and the results were again low.